Event description:
Staff report that device was working and then misfired. Same type of device was used to complete procedure. No pt harm. Or staff is contacting the representative to come and get the device.